Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-dec-2022 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with restylane lyft lidocaine (lot 19995-1) to nose (unknown amount, injection technique and needle type) during a workshop of galderma. After injection with restylane lyft lidocaine, the patient experienced bursting of a small blood vessel (vascular injury) in the nose and face started to become pale (implant site pallor). At the same time, as a corrective treatment, the physician injected hyaluronidase [hyaluronidase] and approximately 20 minutes after the application, the patient was experiencing more blushing. The physician went to the hospital with the patient to perform an ultrasound, which found that there was still some restylane lyft on the patient's face and later, a little more hyaluronidase was applied. After treatment, the amount of restylane present on the patient's face was practically zero. Outcome at the time of the report: bursting of a small blood vessel was unknown. Pale was recovering/resolving.

Manufacturer narrative:
Company comment: the serious event of vascular injury and the non-serious event of implant site pallor were expected and considered possibly related to the treatment. Seriousness criteria includes medical intervention to prevent permanent damage. The likely root cause include the treatment procedure or intravascular filler injection leading to potential vascular occlusion and its manifestations. Potential contributory factor include injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.